Event description:
Female infant born 4/12/97, weighing 810 grams, 27 weeks gestation transferred to neonatal ICU. On 4/26/97 a PICC catheter was inserted. On 5/8/97 baby was noted to have acute clinical deterioration. Baby coded, CPR initiated, resuscitation efforts were unsuccessful. Autopsy performed on 5/12/97. Copy of autopsy report not included in documents rec'd at luther medical products, inc.